Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while steering a triclip xtw the clip became entangled in the chordae during positioning. Troubleshooting was preformed, but the clip remained entangled. The clip was deployed but was stable only on the lateral leaflet. An additional triclip was successfully implanted. The final tr was grade 3. There were no clinically significant delays or adverse patient sequela.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device is related to procedural conditions (entanglement during device positioning, difficult imaging). The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.